Manufacturer narrative:
Concomitant medical product: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 14-aug-2027, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-nov-28, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It  was reported that  the rep was in the or with an healthcare provider (hcp) today working with a patient for a lead revision for a surgical paddle lead (see related event - regulatory report # 3004209178-2023-26267).   During the lead revision they were testing connectivity of the new lead on both the wens and the ins, but saw that only 6-7 and 14-15 were checking out as connected, but everything else was testing bad. At the time of connectivity tests with the new paddle lead, 75% of the contacts were showing high impedances. The issue was determined to be blood/fluid covering the contacts at the paddle interface. The lead was flipped up out of the epidural space, the space and paddle were irrigated, and the paddle was put back into place. This resolved the connectivity issues. (See related event - regulatory report # 3004209178-2023-26267)